Manufacturer narrative:
Section h10: (h3) the broken modular broach handle reported was likely the result of a combination of a fractured weld, which was likely due to forcefully removing the dowel pin for cleaning and then reassembling prior to surgery, and an indirect force pathway during impaction.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
During this female patient¿s initial procedure, while using the broach and broach handle together, the locking button was damaged and fell to the floor. The small stick and spring that the button was attached to could be seen on the floor. We checked with the c-arm just in case of fragments and made sure there were no pieces inside. The operation was replaced by stem trial instead of broach, and there was a slight delay, but the operation was well completed. Patient was last known to be in stable condition following the event. Device will be returned.